Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2020-00158.

Event description:
The patient was undergoing a coil embolization in the splenic artery to treat an aneurysm using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed two ruby coils in the aneurysm sac using the lantern. While advancing the next ruby coil through the lantern and a few centimeters into the aneurysm sac, the physician experienced resistance and immediately stopped pushing the ruby coil forward. While attempting to withdraw the ruby coil, the physician noticed that the ruby coil had unintentionally detached. Therefore, the physician attempted to use a snare device to remove the detached ruby coil, but it was unsuccessful. The physician then decided to secure the detached ruby coil to the vessel wall by placing a self-expanding stent. The procedure ended at this point. There was no report of an adverse effect to the patient.